Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was a heart attack and diabetes. The caller stated that the customer had a heart attack that may have led to the customer's passing. The customer was not feeling good a day before the hospitalization. The customer¿s blood glucose was 1160 mg/dl at the time of hospitalization. The customer was not wearing the insulin pump at the time of death. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The insulin pump had been disconnected more than 48 hours prior to passing. The customer was not using sensors. The next of kin stated that the pump killed the customer as they did not know how to use the pump. The caller declined to return the insulin pump for analysis.